Event description:
It was reported that a patient underwent an accessory left pathway procedure with a celsius 4mm catheter and the catheter got stuck in a fully deflected position. The physician was trying to introduce the catheter through the aortic valve and the catheter was not able to undo its deflection. The physician could not put the catheter straight again. Manipulating carefully, the physician was able to remove the catheter from the patient. The catheter was changed with a same like product and the procedure ended without any other issue. There was no patient consequence. There was no ring damage or physical damage observed at the distal end of the catheter. A sheath was not used. This event is being reported because the catheter got stuck in a fully deflected position.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an accessory left pathway procedure with a celsius 4mm catheter and the catheter got stuck in a fully deflected position. The physician was trying to introduce the catheter through the aortic valve and the catheter was not able to undo its deflection. The physician could not put the catheter straight again. Manipulating carefully, the physician was able to remove the catheter from the patient. The catheter was changed with a same like product and the procedure ended without any other issue. There was no patient consequence. There was no ring damage or physical damage observed at the distal end of the catheter. A sheath was not used. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, a deflection test was performed and the catheter passed. The deflection of the catheter was working properly, the catheter was deflected several times and it always returned to the straight position. The catheter never got stuck during the evaluation. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/23/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)